Event description:
It was reported that the lead was attempted but not used due to difficulties extending and retracting the helix. The lead was found to have high impedance. A different lead was used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).